Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, no actual patient harm or injury was reported at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon troubleshooting actions, fse identified that the system battery and charger were not producing enough power. The customer agreed the po for ordering the batteries. The battery was replaced in another case. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the foot switch and hand switch were powering off and that the system produced only single x-rays instead of also cine exposure (video). The device was in clinical use at the time of the reported event. An allegation of patient harm was made to philips, however no further details have been provided. Philips has started an investigation of this complaint.